Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states reservoir was falling off, reservoir chamber was worn down on the edge, rubber band on the piston was visible. Customer¿s blood glucose was 385 mg/dl at time of incident this high blood glucose was treated with insulin injection. Customer declined troubleshoot for high blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.